Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Should any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. The complainant reported an impella rp exhibiting high motor current and failing to start, upon attempted initiation. The patient was made comfort measures only by the family before the issue could be further addressed. Placement of the pump was aborted due to the patient's anatomy.

Manufacturer narrative:
The investigation has been completed. The pump was returned and a string of muscle tissue was found wrapped around the impeller, preventing the pump from starting. The root cause of the pump unable to start was ingested biomaterial. Additional information for the initial MFR 1220648-2024-18204 was provided in sections h1, h3, and h6.